Manufacturer narrative:
Device passed the displacement test, active current measurement and self test. However, the device failed the sleep current measurement due to moisture damage found on the electronic assembly. Device was received with minor scratches on the lcd window and cracked keypad overlay. (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was locked up and unresponsive. Customer stated that they had to change batteries frequently. Customer declined to transfer to 24 hours technical support. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.